Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the baxter bag adapter during dwell 4 of 4 of their pd treatment. The patient contact reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the cause of the leak was the adapter came apart. The fluid leak did not come in contact with the cycler. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding how to complete their pd treatment. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete their treatment. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, gentamycin and vancomycin, for 3 days intraperitoneally (dosage was unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.